Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, d4, d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3

Event description:
Damaged thread on the end of the corail stem extractor sent to case. Every time the surgeon inserted it into the threaded hole in the corail stem, as soon as he would back slap to remove the stem it would disengage from the stem.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: damaged thread on the end of the corail stem extractor sent to case. Everytime the surgeon inserted it into the threaded hole in the corail stem, as soon as he would back slap to remove the stem it would disengage from the stem. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection found that the slap hammer m6/m10 adaptator is worn from the threaded tip. Assembling issues are most probably caused due to this condition. A functional test could not be performed as the mating devices were not returned. However, the assembly issues could be confirmed due to the observed condition of the device. A dimensional inspection was not performed due to post manufacturing damage. The observed damage on the threads appears to be a consequence of off axis impaction of the device before the threads are fully seated or impaction in a misaligned position. The overall complaint was confirmed as the observed condition of the slap hammer m6/m10 adaptator would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.